Event description:
Procedure: pelvic organ prolapse. According to the reporter: in 'complications from vaginally placed mesh in pelvic reconstructive surgery' published in international urogynecological journal in volume 20, pages 523-531 (2009), klingele et al described 21 pts who underwent the placement of transvaginal mesh for treatment of pelvic organ prolapse. Three pts who had ivs tunneller device implanted underwent additional procedures. Two of the three pts underwent procedures related to the ivs tunneller. One of these pts was noted to have excision of eroded vaginal wall mesh (previously placed gynemesh, ivs tunneller); division of painful left uterosacral band (ivs tunneller mesh, gynemesh). Then the pt subsequently underwent an excision of anterior prolene mesh, revision of cystocele; removal of mesh from anterior and posterior vagina, cystotomy with repair, proctotomy with repair; and removal of vaginal mesh.

Manufacturer narrative:
(B)(4).